Event description:
It was reported that a home patient (hp) experienced air in the patient line on the homechoice device that occurred during use, in the initial drain. The hp was connected at the time of the event. During troubleshooting, it was noted that the patient line was not fully primed prior to patient connection, which constitutes a failure to follow therapy steps (use error). The technical service representative assisted the hp to end therapy and reviewed proper procedures with the hp. The patient would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line/extension set unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. The complaint evaluation could not determine whether or not the product was nonconforming to performance specifications or otherwise perform as intended, as no sample was available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.